Manufacturer narrative:
Additional information added to: b5 pediatric.

Event description:
It was reported that at the start of the shift (2300) the rn double checked all medications/infusions with off-going nurse, including the alprostadil (pge), which had been hung prior to my arrival @ 2300 by offgoing rn. All infusions were found to be running at the appropriate concentration and dose per setup. Around 0600 the syringe pump was reading "syringe empty" on the pge despite the brain pump reflecting that there should be almost 45 minutes left in the syringe by volume. The nurse happened to have had this patient the previous night shift and she questioned why the pge syringe could be empty already if a new one was hung overnight, as in her experience this syringe should last for 12 hours (31 hours is the runtime based on 2.5mls syringe that had tubing primed with separate syringe). It was determined that the patient got approx. 31 hours¿ worth of medication at prescribed dose over about 9 hours. No patient harm was reported.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. No devices received, log review only.

Event description:
It was reported that an infusion of alprostadil (pge) was programmed on a syringe pump to run for 30 hours, but completed within 9 hours. Although requested, no further information regarding patient involvement and outcome was provided. Patient harm is unknown.

Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2021-25341, which captured the suspect devices.

Event description:
It was reported that at the start of the shift (2300) the rn double checked all medications/infusions with off-going nurse, including the alprostadil (pge), which had been hung prior to my arrival @ 2300 by offgoing rn. All infusions were found to be running at the appropriate concentration and dose per setup. Around 0600 the syringe pump was reading "syringe empty" on the pge despite the brain pump reflecting that there should be almost 45 minutes left in the syringe by volume. The nurse happened to have had this patient the previous night shift and she questioned why the pge syringe could be empty already if a new one was hung overnight, as in her experience this syringe should last for >12 hours (31 hours is the runtime based on 2.5mls syringe that had tubing primed with separate syringe). It was determined that the patient got approx. 31 hours¿ worth of medication at prescribed dose over about 9 hours. No patient harm was reported.